Manufacturer narrative:
The insulin pump was received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. The insulin pump failed the self-test and unable to perform the prime test due to no audio however, pump was received with normal operating currents and passed the unexpected error, displacement, basic occlusion, occlusion, and excessive no delivery tests. The insulin pump received with partially broken reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device would not beep. Device had a sound anomaly. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.